Manufacturer narrative:
Returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c.

Event description:
During evaluation of a returned homechoice machine, a possible increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2009 during drain cycle 5. The patient's ultrafiltration reading was 91ml. The programmed fill volume was 290ml. This information gave a total drain volume of 381ml which meets iipv criteria. According to the nurse, the patient was not overfilled; the patient's fill volume should be 400-500ml, however, the patient's mother does not want to increase it to that amount. Furthermore, therapy has been going well for the patient and the patient's mother has not reported any difficulties. The nurse stated it is unlikely that the caregiver connected before connect yourself or pressed go prior to closing clamps, however, the nurses would not have. No symptoms have been reported. According to the patient's mother the nurses were performing therapy at the time of the event, therefore, she is not sure if go was pressed prior to closing clamps or if the patient was connected before connect yourself. Furthermore, the caregiver did not recall whether the patient had symptoms during the instance of iipv found during evaluation. However, the patient is doing well and has continued therapy successfully. A new device was received. There was no patient injury or medical intervention.

Event description:
A customer reported an issue with the alignment pin on her freestyle navigator transmitter. The device has been returned and during the course of the investigation a fracture/crack was observed near the battery compartment. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The device has been forwarded for additional investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.